Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. Programming changes were discussed to avoid oversensing the noise. No patient symptoms were reported.

Manufacturer narrative:
Additional information: di not available as product was manufactured on or before september 23, 2014.

Event description:
Additional information indicates that the noise was observed via remote transmission.